Event description:
A pt reported experiencing inaccurate erratic results with a otu meter. The pt's blood glucose results were 365mg/dl, 321mg/dl, 253mg/dl, 234mg/dl. Tests were done within 11-20 mins with a difference of 22%. Pt did not experience any adverse events. No further info has been reported.